Event description:
A nurse reported that an intraocular lens (iol) was exchanged for a different model lens because the iol had rotated off axis. In a follow up phone call with the nurse, she reported the surgeon was unable to tell if there was a defect with the lens or if the pt was anatomically unable to adjust to the lens. She reported the pt was happy with her vision following the exchange. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 02/10/2012 and 02/14/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).